Event description:
A malfunction was reported by the customer involving a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code appeared again.